Event description:
It is reported that the pt underwent a revision surgery on the left hip.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the u.s. The MFR did not receive the specific device related to this case, x-rays, or other source documents for review. Since no product lot numbers were received, the device history records could not be reviewed. The cause for this specific clinical event cannot; therefore, be ascertained from the info currently provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).